Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a blade-like cut in the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cut was determined to have occurred during the use or handling of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was found with uspecified damage in the line. This was noticed before patient use of the device. There was no patient involvement. No additional information is available.